Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate is between implant date july 30, 2020 - december 2020. If explanted; give date: n/a (not applicable). The lens remains implanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient sees halos, bright light, has double vision, and is not able to drive with an intraocular lens (iol) in the right eye. Through follow-up, it was learned the patient has been having severe issues with seeing halos at night, looking at the light and/or tv. The patient cannot drive anymore and is not happy with her vision. A laser treatment was performed sometime in (B)(6) 2020 or (B)(6) 2021, but the exact timeframe is unknown. At this time, the lens remains implanted. No additional information was provided to johnson & johnson surgical vision.